Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4) partial UDI is being reported because the lot number was not provided. Visual inspection was performed on the returned device. The stretched coils (initially reported as separation) was confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the stretched coils (initially reported as separation) appears to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other hi-torque varsacore guide wire device referenced in b5 is being filed under a separate medwatch MFR number. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that before use two high torque (ht) versacore guide wires were pulled out of the dispenser hoop, one at a time, and the guide wires separated near the intermediate coils. No resistance was noted during withdrawal. The devices were not used and there was no patient involvement. A same size versacore was used to continue the procedure. No additional information was provided.